Event description:
During trouble shooting of a check patient line alarm which occurred on the homechoice (hc) during use the home patient had reported air in the patient line. The home patient (hp) stated she had been draining for 40 minutes. The baxter technical service representative (tsr) explained the alarm and had the home patient (hp) close the transfer set and check the patient line. The hp stated there was air and fibrin in the patient line. The tsr explained the fibrin and air was what was causing the blockage. The tsr had the hp cycle the power. The tsr had the hp down arrow to end therapy and press enter. The tsr instructed hp to contact the peritoneal dialysis registered nurse (pdrn) about fibrin. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2012 regarding the air in line found during a check patient line alarm. The hp reported that the issue was resolved, but he did not know the cause of the air. The hp said that she does prime the line completely before connecting. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.